Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: patient presented with following pre-op diagnoses: lumbar scoliosis, spondylosis with degenerative disk disease l1 to l5. For which, patient underwent following procedures: anterior procedure part I: anterior transabdominal approach with exploration of abdomen and localization of great vessels with interbody fusion at l1 to l5. Anterior lumbar diskectomy l1-2, l2-3, l3-4, l4-5. Implantation of a cage fixation, l1-2, l2-3, l3-4, l4-5. Anterior lumbar interbody fusion with rhbmp-2 allograft, autograft, bone matrix, l1-2, l2-3, l3-4, l4-5. And posterior procedure part ii: laminectomy and bilateral foraminotomy l1-l5. Posterior intertransverse process, anterior facet and intralaminar fusion with rhbmp-2 allograft, autograft, matrix at l1 to l5. Segmental pedicle screw fixation, l1 to l5. Correction of scoliosis 40 degrees. Somatosensory- evoked potential and direct pedicle screw stimulation technique. Per op notes, after preparation of disk space for appropriate grafting, the rhbmp-2 which had been soaked in gelfoam- like sponge for 15 minutes was gently incorporated and placed into the it was then placed with self-tapping technique into the interspace to appropriate depth described and cross- lateral table x-ray revealed adequate position of the cage. Next, reharvested bone was utilized in combination with granules and used rhbmp-2. The granules and the allograft and autograft were wrapped in the bmp sponge mixed with matrix. This was placed in the region scanning the lamina interspace and sacral area. Patient tolerated the procedure well without any intraoperative complications. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.